Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced inappropriate shocks. The patient went to the hospital for a check up. It was noted that the lead integrity alert had triggered due to noise, and high impedance. The lead is currently in use, but a lead replacement is being planned. No further patient complications have been reported as a result of this event.